Event description:
It was reported that the pump touch screen was cracked and the customer is still able to interact with the pump.there was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Event was inadvertently reported. This a not reportable event.